Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. Upon troubleshooting rse check, confirmed f2 fuse tripped in m cabinet. Disconnecting all connectors avoided fuse blowing on power up. Further, tests showed fuse blew only when geo ipc connected but resolved by disconnecting it. Subsequent power up with cables successful. After reviewing log, fse found that reported malfunction. Fse found a short circuit in the power supply of the geo ipc, leading to blown fuses in the mpdu. To resolve the issue, fse replaced the geo ipc. After replacing the geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.